Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6 (type of investigation, investigation findings,medical device ¿ problem code, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the nit had large quantities of blood within the mechanism. Blood leaked out between pim and safety disk. The fse removed the contaminated parts: pim (d997-00-1178) , safety disk (0202-00-0140), thermal printer (d161-00-0024-04). Printer pcb (d670-00-1168), power management pcb(d670-00-1162) , pneumatic board(d670-00-1167). Several screws were also discarded as part of the blood back, requiring a pm kit screw kit and a pneumatic assembly screw kit. After repair, the unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) balloon ruptured. No malfunction reported prior to blood back event. However, blood back destroyed power management board, so unit will no longer power on. Therapy was interrupted. Power board was entirely destroyed from blood contamination. Patient involved, no harm reported.